Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date (study conducted between january and september 2011). The safety and effectiveness of the starclose se devices have not been established in the following patient populations: patients who are morbidly obese (body mass index greater than 35). (B)(4).

Event description:
This event was captured based on literature review: percutaneous angioplasty of long tibial occlusions in critical limb ischemia. It was reported that a single center study identified 34 patients with 49 occluded tibial arteries received treatment from january to september 2011. The study showed one year clinical patency results after balloon angioplasty in patients with critical limb ischemia and long tibial lesions. Common femoral arteriotomies were closed using starclose se devices. One patient, an (B)(6) obese female, experienced a retroperitoneal hematoma less than one hour after completion of the endovascular procedure. The hematoma was surgically treated. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.